Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per the dealer, the user ran the wheel chair into a doorway frame, breaking the toggle switch and the attaching hardware. MDR filed.